Event description:
The facility returned the device for service. During service testing, baxter service technician reported the failure code 570:320:844:0000. No record of any pt incident involving the pump.